Event description:
The customer reported that the 9600 system had dark images during a case. Also the date and time were wrong and lemo pin connector was damaged. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo pin connector was repaired and the battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.